Manufacturer narrative:
Worn outer sheathing on power cord.

Event description:
It was reported by service report that the power cord was damaged. The customer could not determine whether there was patient involvement, however no adverse consequences are reported.